Event description:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.